Manufacturer narrative:
The customer indicated there were no further erroneous results after the sample probe replacement. The affected probe was not visibly damaged or contaminated. The investigation did not identify a product problem.

Manufacturer narrative:
The sample probe was changed. Controls were tested and everything was ok. Patient samples were analyzed normally. This event occurred in (B)(6).

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with multiple assays on the cobas 4000 c (311) stand alone system. The reporter provided data for three patient samples and of these, one had discrepant results for hdlc3 hdl-cholesterol plus 3rd generation and a second sample had discrepant results for crp and creatinine. It was asked, but it is not known if incorrect results were reported outside of the laboratory. Roche markets two crp assays, crpl3 c-reactive protein gen.3 and crphs cardiac c-reactive protein (latex) high sensitive. Roche markets two creatinine assays, crej2 creatinine jaffé gen.2 and crep2 creatinine plus ver.2. It was asked, but it is not known which crp or creatinine assays were used. The first sample initially resulted with an hdl value of 0, which repeated as 1.465. No units of measure were provided. The second sample initially resulted with a crp value of 0, which repeated as 2.6. The second sample initially resulted with a crea value of 0, which repeated as 126. No units of measure were provided for these tests. The hdl, crp, and crea reagent lot numbers and expiration dates were requested, but not provided.